Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist informed that this is a duplicate of an existing case (B)(4). The system functioned as intended after the technical support specialist investigated the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es nurse had a difficulty in moving one patient to the next during a search and needed to pull medications. There were no adverse events or injuries reported based on this event.